Manufacturer narrative:
When testing the bed, the technician found the CPR function is not working and the head down function works but goes down very slowly. After troubleshooting, he determined the problem to be a faulty CPR valve, and a faulty head down valve solenoid cartridge. He replaced CPR valve and head down valve to repair the bed.

Event description:
Information received indicates the CPR function of the bed is not working.